Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The laser engine was replaced and sent for in-house testing. The system was the tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)

Event description:
The nurse reported that during the case, the surgeon was able to fire 80 shots and then a system message displayed, which could not be cleared. Additional information received from the surgeon stated he had completed about 98% of the laser treatment. The patient is doing very well with the current treatment. No patient injury was reported.